Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown.

Event description:
During an atrial tachycardia and pulmonary vein isolation ablation procedure, during the left-sided atrial ablation, a cardiac tamponade was noted. The cardiac tamponade was thought to have occurred anterior to the right superior pulmonary vein, near the roof. During mapping and ablation, the ablation catheter left the atrium at the superior portion of the septal region of the left atrium, anterior to the right superior pulmonary vein. As there were no patient symptoms and an echocardiogram did not reveal any pericardial effusion, the physician assumed that there was an additional pulmonary vein there. Ablation was then performed at that site. Following the ablation, the patient then became hypotensive and their oxygen saturation decreased. The patient then lost consciousness and an echocardiogram showed a pericardial effusion. A pericardiocentesis was then performed and protamine was administered. The procedure was then cancelled and the patient was admitted to the intense care unit with a pericardial drain. Two hours later the patient was noted to be in a stable condition. There were no performance issues with the abbott device.